Event description:
A pharmacist reported a haptic broke during an intraocular lens (iol) implant procedure. In a follow up, the surgeon reported the iol was injected with a broken haptic. The lens was removed and replaced in the same procedure. An anterior vitrectomy was performed and the capsule was ruptured during the procedure. The surgeon reported the pt has corneal edema postoperatively, but the pt's condition is improving. Additional information has been requested.

Manufacturer narrative:
The lens was returned and broken haptic damage was observed. Solution and optic damage were also observed. Results form the product history record review indicated the product met release criteria. The file indicates that a cartridge and an unk handpiece were used with this lens. The product history records could not be reviewed for the lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. This is an approved lens/cartridge combination. The lens was returned damaged. This damage is typical in appearance to handling related lens damage. While we are unable to determine the exact origin of the damage, our observation reasonably suggests that is not manufacturing related. Due to the presence of solution, and the condition of the returned sample, the observed lens damage is most likely customer related. However, the product investigation could not identify a root cause for the additional complaints of corneal edema, anterior capsule tear, and vitreous aspiration. There have been no other compliant reported in the lot number. Additional information was requested and received. (B)(4).